Event description:
It was reported that the epidural catheter was inserted for routine obstetric use. During removal of the catheter, resistance was encountered, and the catheter separated. The pt was taken to o.r. For surgical removal of the retained catheter piece. There were no additional complications.